Event description:
It was reported that there was an issue with the product nb017k - enduro femoral component cemented f1r. According to the complaint description, the femur component was removed and replaced with a new enduro femur of the same size due to postoperative implant fracture. The surgeon first attempted to implant a long cemented stem again using the cement-in-cement technique. This was not possible after a trial so the surgeon next opted for a short cemented stem. The tibial implant was still fixed and it was finally determined to change only the shaft to get better access to the femur due to the massive soft tissue situation. The patient had also complained of pain for the last year and, and x-ray results had shown a fracture. Several clinics had already declined to do the operation. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nr400k - nut f/femur extens.stem all sizes neutr. (Internal aesculap ag ref. No. (B)(4). Nr872m - enduro meniscal component f1 14mm (internal aesculap ag ref. No. (B)(4). Nb036k - enduro tibia hemi-wedge t1 8mm rl/lm (internal aesculap ag ref. No. (B)(4). Nb026k - enduro tibia hemi-wedge t1 8mm rm/ll (internal aesculap ag ref. No. (B)(4). Nr366k - enduro femur spacer post/dist f1 4x4mm (internal aesculap ag ref. No. (B)(4). Nr294k - femur extens.stem 6° d12x157mm cemented (internal aesculap ag ref. No. (B)(4). Nr194k - tibia offset stem d12x92mm cemented (internal aesculap ag ref. No. (B)(4). Nb011k - enduro tibial comp offset cemented t1 (internal aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to us.

Event description:
Involved components: nr400k - nut f/femur extens. Stem all sizes neutr. (Internal aesculap ag ref. No. (B)(4). Nr872m - enduro meniscal component f1 14mm (internal aesculap ag ref. No. (B)(4). Nb036k - enduro tibia hemi-wedge t1 8mm rl/lm (internal aesculap ag ref. No. (B)(4). Nb026k - enduro tibia hemi-wedge t1 8mm rm/ll (internal aesculap ag ref. No. (B)(4). Nr366k - enduro femur spacer post/dist f1 4x4mm (internal aesculap ag ref. No. (B)(4). Nr294k - femur extens. Stem 6° d12x157mm cemented (internal aesculap ag ref. No. (B)(4). Nr194k - tibia offset stem d12x92mm cemented (internal aesculap ag ref. No. (B)(4). Nb011k - enduro tibial comp. Offset cemented t1 (internal aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Additional information: d9: product return, h3: yes, evaluation, h6: codes updated. Investigation results: visual inspection: the box of the femoral component is torn out on the lateral side at the interface with the femoral shaft. Both the medial side of the femoral box and the medial side of the stem show pressure marks indicating a leverage effect of the stem. The medial side was under compression and the lateral side under tension. Neither the fracture surface on the femoral box nor that of the broken fragment show material defects/abnormalities such as foreign body inclusions or cavities. Both fracture surfaces show signs of a fatigue fracture. The enduro hinge ring shows visible signs of damage/scratches. It remains unclear whether these marks are due to hyperextension. Furthermore, pressure marks were found on the nut of the extension stem as secondary damage, which occurred after the fracture of the femur. The cone of the rotation axis has visible material abrasions/imprints on the surface. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the investigation and information available, it is not possible to determine a definitive root cause for the mentioned failure /error patterns. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.